Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the customer got failed battery test alarm during rewinding of the pump. Customer stated that while rewinding pump and he took battery out and keeps getting failed battery test alarm. After troubleshooting it was confirmed that, the battery may fail test if it has potential to cause pump to lose power without warning. The contacts are not missing or damaged. Customer has universal aaa alkaline battery to put in pump. Customer advised that the pump will be replaced and revert to back up plan. The insulin pump will be returned for analysis.